Manufacturer narrative:
A2) patient age - mean age 77.1±8.7. A3a) patient sex - 80 males, 48 females. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, death is listed as possible complication with use of the turbo-power device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 30may2026) ¿predictors and procedural outcomes of additional balloon dilatation success following vessel preparation failure in femoropopliteal lesions¿. The study retrospectively aimed to investigate the factors that lead to successful repair after vessel preparation failure (vpf) in a routine clinical practice. A total of 524 consecutive patients with lower limb peripheral arterial disease (pad) who underwent endovascular therapy (evt) for femoropopliteal (fp) lesions were enrolled in the study between january 2018 and august 2025. All lesions were treated with spectranetics turbo-power laser atherectomy catheters. Procedural complications included 78 grade d dissections or higher (67 grade d and 11 grade e), 115 patients had =50% residual stenosis, 3 puncture-site bleeding events, 1 puncture-site pseudoaneurysm, 2 distal embolizations, 2 acute target vessel occlusions, and 2 vessel perforations (MDR #3007284006-2026-00379). Additionally, there was one periprocedural death; however, the cause of death was not reported in the article. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 30may2026 has been used, the date of publication. Yamada t, et al 2026_predictors and procedural outcomes of additional balloon dilatation success following vessel preparation failure in femoropopliteal lesions. Doi: 10.1177/15266028261449627. This report captures the deaths that occurred after use of the turbo-power device. There was no alleged malfunction of any spectranetics devices in use during the procedure.